Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 an ipg was returned for analysis. Visual inspection of the ipg revealed no abnormalities. Error codes were present in the logs and reported by ipglink. The ipg passed the impedance check with a test tined lead. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported than a neurostimulator was explanted and returned with no allegation toward the device. The reason for the explant was unknown. It was noted that the patient with this neurostimulator passed away in (B)(6) 2024 and it was unknown if the device was related to their death. There was no additional information.